Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack also, moisture damage was found on the motor. Unable to perform self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. Unable to verify a21 error alarm and unresponsive buttons due to blank display. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked battery tube threads. The insulin pump was returned without the battery cap unable to confirm damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to being pushed into a swimming pool. Customer reported that as a result, an unexpected restart alarm was received and buttons were not responding. Customer also reported that there was moisture under display screen. Customer's blood glucose was 101 mg/dl. Customer was advised that insulin pump would need to be replaced.